Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s mother reported repeated ilet "alert 38" and high blood glucose (bg) levels. The user paused insulin delivery and corrected with a long-acting insulin injection. Troubleshooting showed the issue was likely supply-related, and new supplies (which were shipped to the user via overnight shipment) resolved the problem. The highest blood glucose (bg) recorded was 600 mg/dl. Bg was corrected by long-acting insulin injection and changing supplies. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.